Event description:
It was reported that a call from a biomed to the clinical support specialist (css) was placed at 5:42 pm to request service for a pump (sn (B)(4)) with a battery that only lasts 5 minutes on charge. The biomed said this was found during a routine pump check and had no pt involvement. The css told the biomed that she would refer this to a field service rep (fsr) for f/u. The biomed requested service as soon as possible, as they will not be able to do any intra-aortic balloon pump (iabp) transports at this location until the battery is replaced. Per the field service report received on (B)(4) 2013: symptom - system shut off in 20 minutes on battery mode. Report confirmed. Finding/action taken: found system ran on battery mode for 18 minutes before shutting off with no alarms. Replaced battery and power supply. System functional and back in service. An update received on (B)(4) 2013 from the fsr stated it has been confirmed that the pump ((B)(4)) was on a pt at the time of the event by their biotech associate. Per the biotech, he was told by the flight nurse that they were to pick up a pt with pump ((B)(4)) and while they were loading the pt on the chopper, the power shut off. The pump was switched out and they used the pump that was originally on the pt at the hospital to transport. Add'l info was received on (B)(4) 2013 from the biotech associate. He spoke to the flight supervisor who said the pump was on the pt and when they transported the pt from the cath lab to the helipad, the machine alarmed 15 minutes remaining and shut off in the elevator. They put a competitor's pump back on pt and then flew another arrow autocat2 wave into complete the transport.

Manufacturer narrative:
(B)(4). Device eval: the condor power supply was returned for eval. The condor power supply was functionally evaluated on an engineering test station and passed all functional bench testing with all voltage signals within spec. The power supply was then installed onto iabp mfg engineering pump. The pump was turned on; pumping was initiated at 120 bpm operating in internal trigger mode. The pump was then left to run on battery. The pump functioned as intended for 1.5 hours without problem. The reported complaint could not be duplicated on the condor power supply. The battery was visually inspected and no defects were found. The battery was evaluated using the uba battery test station and it failed for both discharge time and charge capacity. The reported complaint was confirmed. The operator's manual also states: "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A review of the service history indicates this battery was replaced on (B)(6) 2011. This indicates that this battery has been in use for about 1 year and 10 months without any problems. A device history record review was conducted for the lot number/serial numbers. The devices passed all mfg specs prior to release. Conclusion: the reported complaint of "iabp shut off after operating for 20 mins in battery mode" is confirmed. The battery failed both discharge time and charge capacity tests. Batter life is dependent on usage of the battery. The potential cause of the battery failure cannot be determined. This type of complaint will be monitored for any developing trend. There was no problem found with the power supply.